Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd blunt filter needle there was an issue with expiry date on blister is cut and hard to read along with the blister separating.

Event description:
It was reported with the use of the bd¿ blunt filter needle there was an issue with expiry date on blister is cut and hard to read along with the blister separating.

Manufacturer narrative:
Investigation: three photos were provided for evaluation. One photo shows the expiry date cut horizontally. Another photo shows the expiry date cut vertically. The third photo shows one of the packaging blister empty. Additionally, 97 samples were received. 92 of them show the problem of improper slits and one package of 5 blister showing one empty blister. Failure mode is verified. This was due to a variance during the multivac packaging process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.